Manufacturer narrative:
The sureform 60 reload has not been returned for evaluation. Therefore, failure analysis of the product related to the complaint cannot be performed. A follow-up MDR will be submitted when evaluation is completed and/ or if additional information is received. A log review confirmed the procedure date of (B)(6) 2022 on system sk1126. A review of the stapler logs showed that the stapler instrument was installed 10 times and fired 9 reloads (1 white, then 3 blue, then 5 white, in that order). The first 8 firings were completed per the logs with no pauses for compression, except the 7th firing, which had 1 pause. Firing #9 (white reload) resulted in a tissue too thick to continue firing failure at 57% completion following 3 pauses for compression. There were no incomplete clamps by this instrument for the last 4 firings. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: it was alleged that the staple reload misfired. Missing staples may contribute to an incomplete staple line. If not recognized during the procedure, medical intervention, including additional surgical procedures, may be required in the event that the staples are not delivered from the reload. In addition, it was noted that a fragment fell inside the patient and was retrieved during the same procedure. At this time, it is unknown if the fragment was a staple or some other piece.

Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, the reload misfired. In addition, it was reported a fragment fell inside the patient and was retrieved during the same procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the white stapler reload involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed and replicated the reported issue. Failure analysis found the primary failure of exposed knife to be related to the customer reported complaint. The reload was found to have the knife exposed within the knife track. The reload was found to have a firing failure, based on a log review. The reload partial fire log review confirmed 4 instances of partial fire when the customer attempted to clamp. The root cause of exposed component of the reload is typically attributed to mishandling/misuse. Also, visual inspection was performed and the reload's exposed knife was found to be dislodged. The knife is observed to be no longer facing its normal position along the knife track. The reload was found to have cartridge damage with a missing piece measuring approximately 0.15" x 0.03" in size. The reload was found to have pusher damage. The reload was unable to be disassembled and the knife was unable to be inspected due to the exposed, dislodged knife. Root cause of these failures are attributed to mishandling/misuse.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The following additional information was obtained from advanced failure analysis (afa) : afa confirmed that the knife is exposed and the cutting edge is facing sideways instead of distally. The knife edge appears to be wedged into the side of the knife slot. The reload was disassembled and the cartridge t-slot that the knife base travels along exhibits severe damage, mainly on the right half of the cartridge. A metal piece was found lodged in the cartridge t-slot right side. Further disassembly showed that this metal piece is one of the legs from the knife base. The knife was found to be bent sideways and the shuttle was found broken where the knife is seated. Additionally, some damage was observed on the top surface of the knife. This evidence suggests that the knife may have experienced an unexpected load from the top and/or side during firing, which caused the one leg to break off and become lodged in the cartridge t-slot early on in the firing. The I-beam likely kept pushing the shuttle forward after the knife leg breakage and at some point, the knife likely began to rotate while simultaneously moving forward, which likely caused more damage to the cartridge t-slot and shuttle. Eventually once the knife rotated a certain amount the cutting edge lodged into knife slot, which likely caused the fire force to spike, leading to a firing failure at 57% completion. The damage observed to reload components is likely due to firing across an obstruction.

Event description:
Refer to h10/h11 for follow-up information.